Manufacturer narrative:
Tandem's t:slim user guide describes how to fill the cartridge with insulin and load the cartridge into your t:slim pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the cartridge septum. Reportedly, the customer does not follow the proper procedure when filling the cartridge. A new cartridge was loaded resolving the issue. Blood glucose level was 69 mg/dl. Tandem technical support provided the customer instructions on how to load a cartridge.